Manufacturer narrative:
The investigation for the thrombus and saturated flow has been completed. No product was returned for evaluation. Data logs were reviewed and motor current decreased almost immediately after start-up with limited pulsatility. Pump flow during this time was variable with multiple spikes in pump flow. Suction alarms were triggered when motor current decreased. Clinical details noted a very large thrombus in the lv under imaging and the lv was found to be akinetic. The root cause of the saturated flow was most likely due to biomaterial found in lv. Added- h6 impact code 4629.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported a 70-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported after the implant, the motor current was in the 200s with no motor current pulsatility. Medical staff then removed the cp. The patient¿s left ventricle was completely akinetic with a large apical thrombus. The patient survived the event.